Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, balloon rupture occurred. The 100% stenosed and complete total occlusion lesion was located in the calcified and moderately tortuous external iliac artery. The 3 mm x 40 mm sterling balloon ruptured at 14 atm on the first inflation. The procedure was completed with a 3 mm × 20 mm sterling balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).